Event description:
It was reported that the patient experienced a sub clavicular wound infection which was moderate in severity. The patient was hospitalized and administered antibiotic therapy. The patient has recovered and the event is resolved. The physician assessed that the event had a casual relationship to the procedure and was not related to the device.